Manufacturer narrative:
The insulin pump was received with normal operating currents and passed all functional testing including the self-test, unexpected restart error test, displacement test, rewind test, basic occlusion test, occlusion test, priming test and excessive no delivery tests. A test reservoir was installed and did not lock in place properly due to broken reservoir tube lip. The insulin pump was received with partially broken reservoir tube lip, reservoir tube was missing o-ring, cracked battery tube threads, cracked case at the display window corner, minor scratches on the lcd window and scratches on the reservoir tube window.

Event description:
Customer reported via phone call cosmetic damage on the insulin pump. Customer's blood glucose level was 335 mg/dl. Troubleshooting for cosmetic damage was performed. Customer advised they had a missing black o-ring. Customer advised the reservoir compartment was damaged and missing pieces. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.